Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2008, the patient stated that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber which caused 7 units of insulin to spill into the cartridge chamber. She said she was able to detach the plunger from the piston rod and dried the chamber out with a cotton swab. Proper changing of the insulin cartridge was reviewed with the patient. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.